Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to the device would not inflate with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 24cmx12mm cylinders, pump and 100 ml reservoir were implanted. It was noted that there was no patient issues following this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.